Event description:
Subsequent to the previously filed report, additional information was received that during procedure that 25mm amplatzer amulet occluder was never completely retracted into the 14f amplatzer torqvue 45x45 delivery sheath. However, it was noted that there were 3 deployments and 2 partial recaptures of the occluder performed before finally releasing the occluder. The pericardial effusion was noted via computed tomography scan during procedure and it led to cardiac tamponade. It was also noted that the patient had been administered heparin for procedure and had a maximum activated clotting time (act) level of 311 seconds and minimum act level of 257 seconds. It was noted after release/implant, the 25mm amplatzer amulet occluder caused a cardiac perforation. The occluder had been deployed and acutely migrated due to outward radial force while deploying the proximal well of the lobe. The decision was made to release the occluder based on clinical circumstances and available computed tomography (CT) imaging. The 25mm amplatzer amulet occluder had also been sized using 3 the patient's blood pressure dropped to 79mmhg. The patient was administered intravenous (IV) fluids and auto transfused after pericardial drain was placed. The bleeding would not stop immediately and drain was replaced when drain clotted. Centra and protamine, blood, and five liters of volume (crystalloid) were given. No IV pressors were administered. The patient's bleeding stopped and an echocardiogram in the following days revealed that the occluder was mispositioned which was also confirmed with a CT angiogram. On (B)(6) 2023, it was noted that the patient reported ongoing headaches and shortness of breath. A CT and transthoracic echocardiogram (tte) were performed, but were negative for any findings. The patient was started on zoloft for belief of patient's symptoms being related to post traumatic stress disorder due to their hospitalization. On (B)(6) 2023, another tte showed that there was no longer a pericardial effusion. On (B)(6) 2023, the patient reported no longer experiencing headaches or shortness of breath since started their zoloft medication. There is no allegation of malfunction against the 25mm amplatzer amulet occluder or procedure. The patient was stable and recovering at the time of report.

Manufacturer narrative:
An event of pericardial effusion that led to cardiac tamponade requiring pericardiocentesis, device migration due to outward radial force while deploying the proximal well of the lobe, bleeding, headaches and shortness of breath was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "note: the device can be partially recaptured and redeployed a maximum of 3 times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath." H6 medical device problem code: code 2993 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID:(B)(6). It was reported that on (B)(6) 2023, a 25mm amplatzer amulet occluder was successfully implanted in a patient using a 14f amplatzer torqvue 45x45 delivery sheath. It was noted at an unknown point via computed tomography scan, that the patient had an evident pericardial effusion. An emergent pericardiocentesis was performed. The patient was transfused with two units of blood and saline. The pigtail catheter was left in place to drain. The patient was sent to the intensive care unit and was extubated 9 hours later. On(B)(6) 2023, the decision was made to explant the 25mm amplatzer amulet occluder and replace it with a 31mm non-abbott device. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
An event of pericardial effusion that led to cardiac tamponade requiring pericardiocentesis, device migration due to outward radial force while deploying the proximal well of the lobe, bleeding, headaches and shortness of breath was reported. The device met specifications when analyzed at abbott. The stabilizations wires were in place on the device and no anomalies were noted to the braiding of the cable or to the shape of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. There were three deployments and two partial recaptures of the occluder performed before finally releasing the device without exchanging the sheath and the device was noted to be mispositioned which may have contributed to the complications being reported. Please note that per the instructions for use, "note: the device can be partially recaptured and redeployed a maximum of 3 times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath."